Manufacturer narrative:
The insulin pump passed the displacement test and selftest. No audio anomalies or hardware low level failures noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 1).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had hardware low level failure alarm and insulin pump was not alert when they had low and high blood glucose. The customer¿s blood glucose level was 8.3 mmol/l. Customer performed self test and alarm occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.